Manufacturer narrative:
Section a5: race: provided as latino. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with an intraocular lens (iol) is unable to see correctly after the implantation. Patient sought medical attention in colombia. She is unable to work, walk, or drive. Through follow up, it was learned the patient's visual issue is debilitating as she cannot work, can't drive, and when she walks she has to hold onto her husband's hands so she does not fall. The patient complains that it is difficult to see faces of people. The patient went to lima, peru to see a doctor where they performed a laser treatment sometime in (B)(6) 2023. The laser treatment helped a little and medications were prescribed. The patient is waiting to see her eye surgeon and seeking a second opinion in canada or in colombia. At this time, the iol remains implanted. No other information is available.